Event description:
It was reported to ge that a pt undergoing transesophageal echocardiography (tee) examination sustained a small tear in her esophagus near the epiglottis upon entry of the ultrasound probe. The examination could not be completed and the pt was kept for observation. No surgical nor other intervention was provided or required to treat the injury. Eval does not indicate any failure or defect in the device.